Event description:
It was reported by the customer that their insulin pump was alarming. During troubleshooting, customer was asked to clear alarm and perform self test. Device failed test. Customer stated they do not recall any significant events that lead to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 357 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
The pump passed the rewind, basic occlusion, prime and displacement tests. The pump was received with a stuck motor error alarm loop during the bolus delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. No other alarms were noted during testing. The pump had minor scratches on the lcd window, and a cracked case near the display window corners. No unexpected beeping or re setting was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).